Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested for return of the instrument for failure analysis evaluation. However, as of the date of this report, isi has not received the instrument to confirm/identify the failure mode.

Event description:
It was reported that during a da vinci-assisted thymectomy procedure, the user was unable to grip unspecified tissue while attempting to place a clip with the horizon small clip applier instrument. The user checked the instrument and discovered that the wire was missing from the rail. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that there was no missing piece at the distal end. The reporter confirmed that the issue was related to the instrument's inability to grasp the tissue. The user used small horizon clips with the horizon small clip applier instrument. The vessel or tissue bundle was not greater than the suggested specified diameter for the instrument. The reporter confirmed that this was the first clip application of the clip applier instrument when the issue occurred. The reporter confirmed that the cable was derailed. There was no observed intraoperative collision or misuse involving the instrument. No issues were identified with the opening/closing of the grips, left/right motion of the grips, or up/down motion of the wrist. There was no protruding cable from the distal end of the instrument. The reporter confirmed that the clip fell inside the patient and it was retrieved during the same procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small clip applier instrument for failure analysis testing. The instrument was found to have a broken grip cable at the proximal end causing the cable on the distal to become broken. The instrument was found to have multiple grip cables broken at the proximal end in the housing. The grip cable was broken at the clamping pulley/backend pulleys. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable.

Event description:
Refer to h10/h11 for follow-up information.